Event description:
It has been reported to philips that the host pc would not boot when the system was started. The host pc had to be manually started. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse replaced the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The engineer inspected the system onsite and confirmed that the system is not booting up because of the issue in host pc. The engineer replaced the host pc and returned the system to use in good working order. Later, similar issue occurred, and the engineer replaced the system disk to resolve the issue. The codes were updated based on the investigation outcome.